Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2023, the patient was admitted to the hospital as an outpatient due to elevated creatinine for 7 years, worsening with general fatigue for 20 days. On (B)(6) 2023, peritoneal dialysis abdominal cavity catheterization was performed under local anesthesia, and the patient was discharged on (B)(6) 2024. It was stated that after discharge, the patient received the peritoneal dialysis treatment at home. On the day of the event, during dialysis, fluid leakage was found in the peritoneal dialysis catheter and accessories at the titanium connector. On (B)(6) 2024, the patient came to the hospital to see a doctor for treatment. The titanium connector was removed, cut off a part of the short tube that leaked fluid, and reconnected it after disinfection. No adverse consequences occurred. There was no reported patient injury.